Event description:
It was reported that an interlink continu-flo solution set had a collapsed septum. This was noted while trying to access the port. Patient involvement was unknown, though there was reportedly no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.